Event description:
Customer responded to a female pt who lost consciousness and stopped breathing in the ambulance. Allegedly the device display did not show any pt data. No adverse pt outcome. Svc rep was unable to duplicate reported condition. Proper operation of the device was confirmed.